Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient heard a "soft piano music chime" two days ago and did not know what it was or where it came from. The patient was in their medical facility awaiting a refill when their pump ran out of medication. The patient had convulsions and passed out from withdrawal. The patient complained that the device should give an alarm that was recognizable as something serious and the alarm "should be demonstrated at time of implant" so it could be recognized. The alarms were demonstrated for the patient, and they believed the critical alarm had sounded. It was noted the patients alarm was "soft and barely audible" and they could not determine where the noise was coming from. The pump was used to deliver morphine.